Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -4.5 diopter tore during loading. The damage was noted when the lens was set in the cartridge. This occurred on (B)(6) 2021. The cause of the event is reported as unknown. An alternate lens was implanted on the same date and the problem is resolved. There was no patient contact with the lens.